Event description:
The facility reported depleted batteries. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep did not have info regarding whether thre have been any reports of any pt injury or medical intervention. No add'l info is available.